Event description:
According to the reporter, after unpacking, catheter insertion revealed that the tip was not inserted in the specified location and the exposed portion of the catheter was longer (catheter size did not match the size on the label). It was found that the catheter length was not correct, and the dimension issue that was seen was catheter length longer. There was no luer adapter issue and no leak. There was no damage to the inner and outer packaging. The catheter was not repaired and tego was not utilized. The product that was used and contaminated with blood, and then directly discarded by the clinic. There was no remedial action done the insertion site was not treated prior to product placement. Aside from the reported issue, there are no other defects or damages found on the product. There were no patient symptoms or complications related to the event. The patient has recovered. There was no reported patient injury.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.